Event description:
Caller reported malfunction on pump, with no notable events occurring prior. There was no adverse impact to customer's blood glucose level. Technical support assisted caller with resetting pump, and no recurrent malfunction was noted after reset. Customer was advised to continue using pump and to report any recurring issues.